Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) repeatedly prompted restart and did not resume normal operation, and the customer experienced hyperglycemia with a reported peak blood glucose of 270 mg/dl lasting approximately two days; the device issue aligned with consecutive stalled motor alarms, and a replacement pump was provided with the original unit returned. Symptoms included hyperglycemia without associated clinical symptoms such as dizziness or diabetic ketoacidosis. Outcomes included no professional medical intervention, no ketone testing, and use of the customer¿s back-up plan. Investigation included. Investigation included customer service troubleshooting, a review of device performance history, and return logistics for analysis and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.